Event description:
It was reported to philips that the device failed to deliver energy during a treatment. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact or additional clinical action taken to mitigate health risk was reported by the customer.